Event description:
It was reported that a patient presented with sudden pain, thigh edema and total impotence approximately 4 months post implantation. It was found by CT scan that the plate had fractured. The patient underwent surgery to remove the plate and osteosynthesis of the right femur. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): g2: report source france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, d9, g3, g6, h2, h3, h6, h11. The product was returned for investigation, and the issue can be confirmed: the plate is fractured into two parts through a screw hole. The surface of the plate that does not face the bone exhibits some scratches but is otherwise inconspicuous. The features of the fracture surface indicate a fatigue fracture. Two radiographic images of the right knee preoperative and postoperative were provided. A comminuted fracture of the right femur can be seen in the postoperative image. However, no further assessment is made, as no further images were provided since the onset of the reported pain. The surgical report for implantation surgery was provided and reviewed by a health care professional. The review identified a three part fracture of the right femur with osteosynthesis and no intraoperative complications. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the investigation a fracture of the ncb plate can be confirmed and most likely attributed to fatigue. However, since the cause may be multifactorial, consisting of patient- and procedure-related factors, a definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.